Event description:
The patient came in 3months after the primary surgery due to signs of infection and the pathogen is unknown. The surgeon removed all components and implanted medacta femur and insert with antibiotic cement to act as a spacer. The surgery was completed successfully. This patient came in and had the spacer removed and permanent hardware implanted on (B)(6) 2021.

Manufacturer narrative:
On april 07th 2021 we have received the following information: this patient came in and had the spacer removed and permanent hardware implanted on (B)(6) 2021.

Manufacturer narrative:
Batch review performed on 26.feb.2021: lot 2004506: (B)(4) items manufactured and released on 10-lug-2020. Expiration date: 2025-07-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional devices involved batch reviews performed on 26.feb.2021: moto partial knee 02.18.if3.09.rm tibial insert fix s3 rm - 9mm (k162084) lot 168055: (B)(4) items manufactured and released on 9-jan-2017. Expiration date: 2021-12-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Moto partial knee 02.18.tf3.rm tibial tray fix cemented s3 rm (k162084) lot 1910822: (B)(4) items manufactured and released on 26-mar-2020. Expiration date: 2025-03-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in 3 months after the primary surgery due to signs of infection and the pathogen is unknown. The surgeon removed all components and implanted medacta femur and insert with antibiotic cement to act as a spacer. The surgery was completed successfully.